Manufacturer narrative:
The adverse event is filed under aic reference (B)(4) investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the customer: "we have some filters we are pulling from the bag, inspecting under the light and finding micro pin holes. We removed them from service, grabbed a new bag and have several more we have discovered. We cannot provide the lot information, as this is on the cardboard box and removed prior to coming into spd, as we cannot have cardboard in the department. We had a tray rejected from the or today for the same micro pin hole. This seems to be a manufacture defect issue."

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Six hundred and twenty samples were returned to the manufacturing site for technical evaluation. Results of the investigation confirmed that micro-holes were observed in the filters. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retain samples have been reviewed, and the potential for micro-holes have been identified. There are no similar complaints against the reported lot numbers with this error pattern. Based on the investigation findings, the root cause could not be determined. The supplier is a raw material supplier is an international organization for standardization (iso) 13485 certified supplier for sterilization packaging and infection control material and tests each lot of this filter material for porosity, permeability, and water repellency.